Manufacturer narrative:
Result: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue/fibers on the lens surface. Conclusion: based on the complaint history, work order search, medical review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, diopter unknown, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to lens opacity (anterior subcapsular, posterior subcapsular, nuclear and cortical), which was noted on (B)(6) 2016. The patient experienced blurred vision. The patient was scheduled for yag capsulotomy 4 weeks after lens explant. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/20 -3.